Event description:
The triple lumen catheter was repaired and shows leakage on the junction of the three lumens. It was removed and a new catheter was implanted. The microclave clamp was positioned after implantation and removed and thrown away after the children came to the ward. The rep realized this just after discussions with the oncologist after receiving the complaint. The rep told to the oncologist how important these valves are, then explained and demonstrated their function. It was too late for this child. The tpn line was replaced. There was no additional harm, just anesthesia due to new catheter implantation.

Manufacturer narrative:
Event is still under investigation.